Event description:
It was initially reported on (B)(6) 2012 that the patient never had therapeutic effect since the implant of their implantable neuro stimulator (ins) on (B)(6) 2010. Additional information was received on (B)(6) 2012 that reported the patient still did not have therapeutic effect, even after multiple reprogramming sessions. The patient also had a right side tremor that started three years ago, following the implant of the ins. An MRI was ordered by the patient's neurologist to determine the cause. The patient also reported having multiple urinary tract infections. Follow up information reported the patient still had concerns with their device/therapy but had not sought further help. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-33 lot# v308542 implanted: (B)(6) 2010 explanted: na; product typ lead product ID 3037 serial# (B)(4); product typ programmer. (B)(4).